Manufacturer narrative:
Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly was activated three (3) times and no stents were found. The trigger button motion was functioning as intended; however, the remaining position was unable to be actuated due to the bent frontal components. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. This finding may have occurred due to the condition in which the device was shipped back. The injector¿s splayed trocar was found broken at the distal end of the splay. The broken tip of the trocar was returned in the specimen container. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Based on the manufacturing control procedure, it is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent during x-ray, the unit should get rejected. No non-conformances related to the reported event were found. Moreover, it is highly unlikely that the device was shipped with only one (1) or no stent as the manufacturing control procedure requires the inspector to perform a 100% check of the injector via x-ray to ensure that two (2) stents are retained on the singulator prior to distribution. A review of the x-ray results for related lot# was conducted and all accepted injector units had two (2) stents retained on the singulator. A review of x-ray images for the specified lot#, revealed that accepted device injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Conclusions based on the evaluation findings were confounded by the condition of the returned product. However, based on the available evidence, the most likely root cause of the customer¿s reported issue is a heavily biased trocar outside of the insertion tube v-slot during implantation attempt. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. A complaint history lot review was completed for this lot and there were no complaints found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the source of the reported particulate could not be confirmed. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon was unable to implant one of the two stents from a trabecular microbypass stent system. During intraoperative examination, the surgeon observed a metal like foreign particulate near the site of the implanted stent. There was no patient injury. Additional information has been requested.